Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
The customer's mother reported the customer felt his blood glucose level was "low" and when he tested his blood glucose he obtained a reading of 234 mg/dl on his freestyle lite blood glucose meter. The customer reportedly lost consciousness and then when he tested his blood glucose again he obtained a reading of 215 mg/dl. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer's mother reported the customer ate food and drank a soft drink to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.